Event description:
The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The patient had medical procedures non device related months before.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.